Event description:
It was reported that the power switch and temperature cable were defective in an arctic sun device. Per follow up information received via mail on 16oct2024, it was reported that the device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx and no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed temperature in cable. Temperature cable was evaluated. During the evaluation, it was found that the temperature cable was found to have failed. Temperature in cable was replaced. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. Correction: e, h. Initial reporter phone: (B)(6). Initial reporter facility name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Section e: initial reporter phone: (B)(6). Section e: initial reporter facility name: (B)(6).

Event description:
It was reported that the power switch and temperature cable were defective in an arctic sun device.